Event description:
It was reported that a patient experienced sepsis and passed away due to the event coincident with automated peritoneal dialysis (apd) therapy. On an unreported date, the patient was diagnosed with a buttock abscess manifested as fever and increased inflammation level. The cause of the buttock abscess was unknown. Approximately three months prior to the receipt of this report (exact date not reported), the patient's condition was reported to be ¿reduced¿ (not further specified). Eight days prior to the receipt of this report, the patient experienced sepsis. The cause of the sepsis was not reported. On an unreported date, the patient was hospitalized. Treatment details were not reported. It was reported that the patient had performed peritoneal dialysis (pd) for a long period of time, however, due to the patient¿s ¿reduced¿ condition, it was planned to transfer the patient to hemodialysis (hd). Subsequently, during hospitalization, the patient passed away due to the sepsis. It was reported that dialysis had been performed continuously up until the time of death. At the time of death, the patient had not recovered from the buttock abscess. It was not reported if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.